Event description:
Country of complaint: (B)(6). Thread is sticking to the packaging, therefore needle detaches form the thread. Then the customer opens the primary packaging of the thread they noticed that the thread sticks to the inner side of the primary package. Therefore the needle detaches from the thread when customer picks needle.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Samples received: no samples available of the code batch g0712418-613374. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. Without any closed and/or defective sample we cannot carry out a proper analysis. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.